Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during drain 4 of 4. The technical service representative explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp would complete therapy with manual exchange and agreed to contact nurse later that morning. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Per initial report, the hp disconnected from the machine and then got a se 2240 alarm. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting a check lines & bags alarm that appeared on the homechoice (hc) display during prime (patient not connected), the home patient (hp) revealed that he accidently pulled-out the heater line. The technical service representative (tsr) explained that supplies were then compromised and advised hp to start over with new supplies. The hp understood explanation and would start over with new supplies. During a follow up with the hp regarding pulling-out the heater line, it was revealed that the issue was resolved, and he had resumed therapy. The hp confirmed that there were no defects on the supplies. The hp verified that he had accidentally pulled the tubing out. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.